Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that a surgery was done on (B)(6) 2018 to change a surgical electrode (unknown serial #) because of high impedance greater than 10000 ohms on plots 2, 4, 9, and 15. When the surgeon changed the electrode, the impedance for plot 8 was greater than 10000 ohms. The surgeon cleaned the end of the lead that was connected to the test cable, and impedance was the same. The surgeon then cleaned the area where the electrode was implanted and impedance was also the same. The lead was changed and all the plots were less than 10000 ohms. When the surgeon changed the position of the patient from on the belly to lateral, the impedance of plots 1, 6, 7, and 8 were greater than 10000 ohms so a test with the test cable was done to verify if the implantable neurostimulator was still working. All plots were the same, greater than 10000 ohms. After the surgery, in the dorsal position, everything was working well but impedance on plots 7 and 8 were around 4000 ohms. The surgeon thought that the variation of impedance during the operation was due to the fibrosis of the patient, but still wanted the lead where plot 8 impedance was greater than 10000 ohms (serial # (B)(4)) analyzed. It was noted that after the surgery the electrode was supported by the hospital pharmacy to have been clean. The patient was receiving effective therapy. When programming was done some hours after, the impedance values were correct (less than 1000 ohms) and the patient was satisfied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reported that they were aware of the event on the day of surgery. There was no more stimulation. That is why the surgeon wanted to change the electrode. The plot 8 did not function during the implantation. It was impossible to register an impedance. There was an extension of the procedure of 90 minutes. The ins hadn¿t been changed during the last procedure.